Event description:
It was reported that the patient underwent a colectomy and cholectystectomy in 2001. Multiple small bowel adhesions were lysed, and surgical procedures were performed, including closure of the transverse colon, closure of the mesenteric defect and reinforcement of the end-to-side anastomosis. Multiple gall stones were removed, the patients abdomen was irrigated and hemostasis was secured. Pieces of seprafilm were placed over the patient's small bowel and the facia was closed in the mid-line using a looped size 1 absorbable suture beginning at each pole of the incision and tied in the middle. In 09/2001, the patient was discharged; at discharge, no abcess was noted. About ten months later the patient was re-admitted to medical center complaining of persistant drainage from abdominal wounds. The patient underwent surgery from the granulation tissue and chronic abscess cavity, and remnants of absorbable suture were removed. The wound was debrided and all fibrotic tissue was excised. A drain was placed and the midline was reapproximated with nylon sutures. The drain was removed in 08/2002, and the nylon sutures were removed a week later at which time there was no drainage and the patient was without pain.